Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation. "Potential part #g1741, g1746. Potential lot #2660300, 2660301, 2743160, 2785572 and 2785573." (B)(4).

Event description:
It was reported that the needle detached from the safety device. No adverse health outcomes were reported.